Event description:
It was reported by the physician's assistant that the patient was seen for a visit, the vns was tested, and high impedance was observed. The patient was referred for x-rays and for replacement and also had her device programmed off due to the high impedance observed. The x-ray assessment from the physician's office stated findings suspicious for disruption of the medial vagal nerve stimulator lead at the level of the posterior first rib. The x-rays were later received by the manufacturer where it was also believed that a fracture in the lead had occurred at the location of the patient's 1st rib. No known surgical interventions have occurred to date.

Event description:
It was later reported the patient underwent lead revision surgery. It was noted the explanted lead was discarded and would not be returned to the manufacturer for analysis.